Manufacturer narrative:
Device eval summary: device eval of electrode belt has been completed. The reported problem (adjust/check belt messages) has been confirmed. Upon eval, the -5v supply was pulled to -0.5v, caused by a short in ECG d. U1 in ECG d was shorted to 73 ohms. The adjust/check belt messages were caused by noise on the front-back channel. The noise was a result of the electrical short. The root cause for the electrical short cannot be positively determined. No adverse event resulted from the electrical short. The pt received a replacement electrode belt.

Event description:
The son of a (B)(6) male pt contacted zoll customer support to report that the pt is receiving constant check/adjust belt alarms. The pt and pt's son were unable to troubleshoot the issue. The pt was issued a replacement electrode belt.